Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited beat rate drift while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Visual inspection of external components found cosmetic damage to the display cover, chips in the battery wells on both the front and rear driver housings and the displaced spring on the push button latch of the cpc connector. The displaced spring did not prevent the connector from functioning as intended an is unrelated to the customer reported issue. Visual inspection of internal components found abrasions on the main pcba and piston cylinder assembly indicating contact, cracks in all four anchor bosses on the front housing, brown dust under the exhaust fan cover, black debris on the bottom rear left of the battery well exterior, melt marks on the ribbon cable which connects the speaker to the lcd and a crease in the ribbon cable connecting the speaker to the main pcba. This finding is also is unrelated to the customer reported issue. Alarm data history review found no new fault alarm codes. Driver passed all incoming functional testing performed per incoming testing. Observation run testing was performed with the driver beat rate set at the default rate of 125 bpm, the customer set beat rate of 134 bpm and a higher beat rate of 136bpm. Driver beat rate remained within tolerance and no alarms were generated during testing. The root cause of the displaced spring is most likely attributed to the placement of the wire tie used to prevent unintended disconnection. Cpc connector spring displacement was investigated per cpc connectors CAPA. Beat rate fluctuations, as reported by the customer, are within operational tolerance. The freedom driver system operator manual documents the default setting (125 bpm) which can be adjusted by the clinician to meet patient needs. Operational tolerance is defined as beat rate setting +/- 5 bpm. As received, the driver was set to 134 bpm. Beat rates between 129 bpm and 139 bpm are conforming to specifications. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. Ce 5477 (B)(4) follow-up report 1.